Event description:
Pt was admitted for complaint of progressive dyspnea, shortness of breath and chest pain. Admitting diagnosis was superior vena cava syndrome and risk of pulmonary edema and developing an infection. The plaintiff had a pulmonary consultation and impression was probable thrombosis of the superior vena cava. The plaintiff underwent a superior venacavagram by interventional radiology. During the venacavagram the catheter was advanced to the margin of the clot but could not be passed through it. The following day, the pt was transferred to hosp for placement of a superior vena cava stent. The pt underwent surgery for removal of the right internal jugular port, placement of a new right internal jugular central venous catheter, angioplasty and wallstent placement in the superior vena cava. The pt was discharged. The pt presented to hosp emergency room for seizures, respiratory distress, cyanosis and failure to respond. The pt then went into cardiopulmonary arrest and expired that day. The cause of death was hemopericardium, secondary to perforation of the aorta by the superior vena cava wallstent.